Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon was using the fnc90 kit and every trocar (non bladed) seal tore. Each seal was dry and cracking on every non bladed trocar. Some more non bladed trocars were pulled and those seals also tore. There was no consequence to the pt.